Manufacturer narrative:
The full face mask and CPAP device were not returned to resmed for an investigation. The mirage quattro user guide provides the following warning in relation to dental conditions: ¿using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist¿. In this case, the patient reported that he had previous jaw surgery prior to commencing CPAP therapy, and was advised by his surgeon to continue his CPAP therapy after his second surgery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a patient experienced adverse surgical and orthodontic outcomes due to use of a full face mask and CPAP device. The patient reported that the patient had had jaw surgery in the past. According to the patient, within a year of using CPAP therapy with full face mask, the patient noticed his orthodontic retainers did not fit and his bite had shifted. Retainers were provided to the patient and unsuccessful in correcting the bite. The patient reports that his bite continued to shift after braces were applied to the patient's teeth. The patient reported the skin on the right side of his face was pulling down and the patient had difficulty putting his lips together. The patient underwent a jaw surgery due to soft facial tissue shifting and discomfort. The oral surgeon instructed the patient to continue use of CPAP therapy with full face mask post surgery. The patient reported difficulty closing his mouth and mild temporomandibular joint clicking/noises. Elastics were provided by an orthodontist for treatment. According to the patient, his teeth shifted and his bite opened up while braces were in use. The patient reported current jaw and temporomandibular joint pain, an open bite without the ability to close the mouth, misaligned teeth, problems chewing food, hospitalization due to jaw pain and adversely affected appearance.